Event description:
Report indicated that the inner pouch seal was received open. The shipping and outer boxes were received intact. However, the sterilized inner package was received opened. Product was not use in-patient. This product has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.